Event description:
It was reported that a patient presented with myopotentials over-sensing noted resulting in pacing inhibition on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.